Event description:
The customer reported that she activated the device the night of (B)(6) 2012 and when she woke up on (B)(6) 2012 at 7:25 am her blood glucose was 318 mg/dl. At 9:00 am it had risen to 345 mg/dl in spike of correction insulin boluses given (exact dosages and times were not reported). She deactivated the product at 10:48 am; her bg at that time read 325 mg/dl. When she removed it, she observed that the cannula had been deployed, but she couldn't' see where it had been inserted into her skin (it usually leaves a little red mark).

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the product condition. The customer observed that the cannula wa not in the infusion site when the device was removed and thinks it may not have inserted properly in the skin although the needle mechanism did fire. This condition would interrupt insulin deliver and contribute to hyperglycemia. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," and "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result."